Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care an preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/23/2005 and has no repair history at zimmer surgical. Evaluation of the device observed that the ratchet had a non-zimmer set screw with a large head, and the set screw was exposed on the interior of the ratchet gear, was also observed that there was wear to the cutter, roller and side plates. Prior to repair, the device produced an acceptable test mesh and passed calibration check. Lack of preventative maintenance and improper handling most likely caused the wear to the device, which most likely caused the customer's reported event. Additionally, improper handling most likely was the caused for the over-exposed and non-zimmer set screw within the ratchet gear. The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer meshgraft ii needed sharpened. Additional clinical follow up with the customer that the teeth looked jagged and that the skin graft would either get caught or not mesh all the way through. The harvested graft was damaged an additional unplanned graft harvest was required to obtain enough tissue to cover the wound site. There was some extension in surgical time due to the surgeon having to make the graft work to cover the wound; however the amount of time surgery was extended was unknown.